Event description:
Customer reported via phone, the insulin pump had alarmed no delivery when he was attempting to insert a new infusion set. Customer stated he believes it's the reservoir as he can't manual prime the insulin through the tubing. Troubleshooting was not performed since customer didn't have time. Customer stated he changed the infusion set and still wasn't able to prime. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.